Event description:
It was reported that there was a hole in the valve.

Manufacturer narrative:
The returned valve was patent and passed siphon and reflux testing. It was within specifications for pressure-flow and preimplantation tests. The valve did not pass leak testing due to two small tears in the bottom of the delta chamber membrane. Damage of this type may be caused by contact with a sharp object. The instructions for use that accompanies the valves caution that care should be taken in handling the valve as silicone has a low cut and tear resistance. A review of the manufacturing records showed no anomalies. All of our products are 100% tested at the time of manufacture.